Event description:
The customer reported that the unit alarmed blower temperature high on screen. Blower making loud noise. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out without incident. The customer contacted product support and reported verified error code 1122 in log, and blower is very loud. The customer requested part number to correct issue. Product support advised the customer to check the cooling fan for proper operation and replace, and if necessary, replace blower for noise and to address error code. Product support provided part numbers, no other concerns for the customer. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.